Event description:
Same case as MDR ID # 2134265-2013-04651. It was reported that during a percutaneous coronary intervention (pci), an imaging catheter got stuck with the stent and stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified distal left circumflex coronary artery (lcx). A 3.00 x 32 mm promus element plus mr ous stent was implanted, and then an f/g atlantis sr pro2 was used to visualize the lesion for post-stenting. During withdrawal, the atlantis got stuck with the stent and cannot be removed. The physician determined that the imaging catheter got stuck due to the tortuously of the vessel. They managed to remove the imaging catheter by removing the transducer, then inserting a guide wire. During post-dilatation, the physician noticed that the promus element stent was well apposed to the vessel wall with the middle part slightly damaged. A 3.00 x 24 mm promus element stent was deployed to treat the damaged position. The procedure was completed with another f/g atlantis sr pro2. No patient complication were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Only the sheath was received for analysis and the imaging core and hub assembly were missing. A kink was observed in the sheath assembly at 20.3cm from femoral marker at the proximal end. The guidewire exit port was lifted 1.0mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Furthermore, full image characterization testing cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-04651. It was reported that during a percutaneous coronary intervention (pci), an imaging catheter got stuck with the stent and stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified distal left circumflex coronary artery (lcx). A 3.00 x 32 mm promus element plus mr ous stent was implanted, and then an f/g atlantis sr pro2 was used to visualize the lesion for post-stenting. During withdrawal, the atlantis got stuck with the stent and cannot be removed. The physician determined that the imaging catheter got stuck due to the tortuously of the vessel. They managed to remove the imaging catheter by removing the transducer, then inserting a guide wire. During post-dilatation, the physician noticed that the promus element stent was well apposed to the vessel wall with the middle part slightly damaged. A 3.00 x 24 mm promus element stent was deployed to treat the damaged position. The procedure was completed with another f/g atlantis sr pro2. No patient complication were reported and the patient's condition is good.